Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v755285, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v755285, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) failed and had to be removed in 2012. It was noted the lead was inactive and still implanted. The reporter stated she did not know what exactly happened to the first ins. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative spoke with the patient yesterday. The patient was doing well. The system was removed because it was not working and the patient was back to frequent urination.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the doctor's notes stated depleted implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the implantable neurostimulator (ins) was defective. It was stated that the ins was implanted in (B)(6) 2011. The healthcare provider (hcp) checked the ins with the programmer and it ¿did not work.¿ the hcp reportedly got high impedances. Reprogramming was tried, but the patient was unable to feel stimulation. The hcp decided to replace the ins and after replacement, it worked fine. The hcp did not save the replaced ins. It was noted that the patient sent letters to the hcp on (B)(6)-2013 and forwarded them to the manufacturer. The hcp did not indicate that the letters were received. It was later reported that the battery depleted after 15 months.